Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed int he united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 5.3 mmol/l. The caller started that the user tried to bolus, and the numbers kept going up in the carbohydrates option screen. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted to the keypad traces. No display anomaly was noted. The insulin pump was recieved with minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip and cracked battery tube threads.